Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump multiple issues. Customer reported that the insulin pump was locked up and became unresponsive. Customer¿s blood glucose level was unknown. The customer reported that they had plastic piece chipped off from reservoir. Customer reported low battery with rejecting battery for diminished battery life issue. Customer reported unexplained no delivery alarm and grinding noise. Helpline failed to collect the detailed of whether the reservoir was able to lock in place or not due to damaged. The insulin pump will not be returned for analysis.